Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had an error in the motor was detected by reading unexpected value from hall sensor. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported they were able to clear the alarm. Customer states they were not able to rewind the pump. The customer got an insulin flow blocked alarm. Customer was reporting a past event. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test and self test. There were no pump error 43 alarms noted during testing. Corroded motor home switch and moisture damage on the electronic assembly were found during visual inspection. (B)(4).